Manufacturer narrative:
Allegiance investigation: device history record review, evaluated stock on hand, pulled product samples from same lot and forwarded to supplier. Surgimedics/tmp investigation: no sample from the complaint lot was available for evaluation. Similar samples from another product code using the same raw material lot numbe were evaluated. Visual inspection and functional test of similar parts using 1/4" port from same lot as complaint lot. A review of the 1/4" ports in the product that had ports from the same raw material lot as the complaint lot indicated that there was a slight ridge of material along the parting line on the first barb. However, since no sample was returned with tubing in place, neither the tubing nor the fit of the tubing to the connector barb could be evaluated for adequacy in providing a leak-free connection. A functional test indicated leaks at pressures down to 4 psi. Notification of vendor to ensure that parting line flash on current paths is minimized and contruct new tooling to eliminate the parting line on the first barb.

Event description:
Components #32122ns and 321223ns contained in pack have connections that are not smooth. They have molding flash at the seams that is causing air bypass when connected with tubing.